Event description:
The pt contacted lifescan and reported that her one touch ultrasmart meter's button was not working. There is no allegation of harm or serious injury. The pt reported that the 'ok' button of the meter was not operating. She consulted a medical professsional and received diabetes treatment advice. Her medication was decreased. She had tachycardia (fast heartbeat) at the time of concern. During troubleshooting, it was verified that it was the ok button that was not working and that this was not a new product. The functionality of the button was reviewed, but the issue was not resolved. Based on the information provided, there is an indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. However, there is no information to suggest that the pt experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.